Manufacturer narrative:
The subject device was returned to olympus med systems corp (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially peeled from the jaw. The mfg record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is severely worn, and the distal end of the pad is separated from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut.

Event description:
The subject device was used during an uncertain procedure. At the first part of the procedure, the surgeon felt the device didn't cut well. And he found that the ptfe pad of the device was separated. There was no pt injury reported. Olympus has followed up with user facility to obtain additional info regarding the reported event, but with no result.